Event description:
Literature was reviewed regarding an epicardial implant. The authors described a right ventricular (rv) lead which exhibited a high pacing threshold after implantation and did not function. The lead was replaced. The status of the lead is unknown. No adverse patient effects or additional product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: successful atrial lead implantation using a guiding catheter¿based system in challenging anatomical and electrophysiological cases: a case series. Heart rhythm case reports. 2024; 10:752¿756. Doi: 10.1016/j.hrcr.2024.07.016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.